Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a color lcd cable that was not properly seated to a connector on the digital board. The color cable was replaced to resolve the report. It could not be firmly established how the cable became misaligned from the connector. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed white lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.